Manufacturer narrative:
Device received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen display due to critical pump error. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm and frozen display. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer was unable to clear the alarm. The device will be returned for analysis.